Event description:
It was reported that the customer received a failed battery test. Custome's blood glucose level at the time 8.2mmol/l. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit received with high idle currents due to moisture damage electronic assembly. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)